Event description:
The unit leaked right after the start of bypass. The circuit was replaced during the case with no pt consequence, other than blood loss reported. The pt is recovering well in the post-operative period with no subsequent medical complication reported.